Event description:
N/a.

Manufacturer narrative:
An event for patient effects of hemorrhage, transient ischemic attack, and cardiac tamponade was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Based on the information received, a cause for the reported hemorrhage, transient ischemic attack, and cardiac tamponade could not be determined. The reported surgical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(6) - sh device registry, patient site ID: (B)(6). It was reported that on (B)(6) 2025, a 25mm epic max valve was implanted in the patient. Immediate post operative period, showed significant bleeding (1,500ml in the first 4hrs). A surgical intervention was performed to diffuse active bleeding throughout the cardiac dissection and a mediastinal packing was done. A cardiac tamponade was noted after leaving a mediastinal packing. The mediastinal packing was removed. After the implant, a right cerebral stroke was established in the patient.